Manufacturer narrative:
(B)(4). The sample has been received and the evaluation is in progress. The manufacturing review did not indicate this complaint was due to the manufacturing process. No adverse complaint or manufacturing trent was identified. The root cause could not be determined. (B)(4).

Event description:
This is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to 9681121-2014-00012 for the description of the first report. This is a report of a patient that presented with inflammation and irritation in their right eye and blurry vision in both eyes (date unspecified). It was also noted that there was a white spot in the patient's left eye. The eye care provider (ecp) believes the contact lens became contaminated by the plastic that it was packaged in. The patient returned to the ecp on (B)(6) 2014 with inflammation in their left eye. The patient is being treated with an unspecified medication and is not wearing contact lenses. Additional information received on 11/19/2014, from the ecp indicates the patient was diagnosed with a corneal ulcer on (B)(6) 2014. The patient was prescribed tobramycin and dexamethasone ophthalmic suspension and loteprednol (regimen not specified). The patient was scheduled for a return appointment on (B)(6) 2014. Additional information received on 11/24/2014 indicates the symptoms are 95% resolved. However, the patient is continuing to use tobramycin and dexamethasone ophthalmic suspension.